Event description:
The customer was hospitalized for diabetic ketoacidosis. Troubleshooting revealed that the insulin pump had given an alarm that cleared all of the settings. The customer got the alarm prior to hospitalization and she did not reprogram the settings.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.